Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a safety lock issue and leaked. The following information was provided by the initial reporter: safety lock issues. When puncturing and tightening the lock to remove the needle, it flows back all the blood, leaking, so we have to hold it manually as it was before, without the lock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0161764, medical device expiration date: 2023-02-28, device manufacture date: 2020-06-24. Medical device lot #: 0153092, medical device expiration date: 2023-05-31, device manufacture date: 2020-06-10. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a safety lock issue and leaked. The following information was provided by the initial reporter: safety lock issues. When puncturing and tightening the lock to remove the needle, it flows back all the blood, leaking, so we have to hold it manually as it was before, without the lock.